Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit failed the rotablator system functional test. Stall lights toggles on/off, rpm displays 99000 - 101000 rpm, rpm displays 888, 000, stall lights and event/procedure timers stop counting, stall is lit.

Event description:
It was reported that an rpm display issue occurred. A rotablator rotational atherectomy system was selected for use. It was noted that the rotational speed was not registering on the console. No patient complications were reported.

Event description:
It was reported that an rpm display issue occurred. A rotablator rotational atherectomy system was selected for use. It was noted that the rotational speed was not registering on the console. No patient complications were reported.